Manufacturer narrative:
Evaluation summary: it is assumed that the cause is that the water supply function cannot cleanly remove foreign matter adhering to the lens.

Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10nl. In the event reported, it was stated that pentax screen darkened during colonscopy and mass biopsy. The anomaly was detected in the procedure room during use. There was no adverse event reported with this complaint. No additional information was provided.